Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that a refill was performed maybe two days ago and a discrepancy occurred; the expected reservoir volume (erv) was 7 ml and the actual reservoir volume (arv) was 5 ml. During the refill procedure the hcp palpated to confirm that the needle was in the reservoir and refilled the pump. While refilling "a bubble appeared in the skin like a pocket fill" so the hcp aspirated 5 ml and adjusted the reservoir volume for that amount. It was reported that the patient left the clinic and then a day later had withdrawal with increased spasticity and was admitted to a facility for monitoring. The hcp tried to aspirate from the reservoir but could not aspirate anything out. The medication was being sent and tomorrow afternoon the hcp would be doing another pump refill. No further complications have been reported as a result of this event. (B)(6) 2019 (B)(4) update (rep, hcp): additional information was received from the healthcare provider via a device manufacturer representative indicated that the patient was receiving baclofen (500 mcg/ml at 184.43 mcg/day) via an implantable infusion pump. It was reported that a straight pocket fill had occurred and they believed that most of the medication was absorbed. The caller stated that the patient was very stable and they were able to refill the pump with no difficulties. It was noted that the patient would be discharged and will be seeing the managing hcp later today. No further complications have been reported.